Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked blood through the blood control septum during disengagement. The following information was provided by the client: "when the hcp retracted the needle, blood leaked from the catheter hub (blood control septum)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked blood through the blood control septum during disengagement. The following information was provided by the client: "when the hcp retracted the needle, blood leaked from the catheter hub (blood control septum).".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 02-may-2022. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 55, 22g x 1.00in. Insyte autoguard bc pro units from lot number 1165378. 54 of the returned units were received inside sealed packaging and one was returned opened and used. Additionally, seven photos were received for investigation. First the used unit was inspected. Gross visual inspection found that the unit was returned with the blood control septum in the actuated position. However, in one of the provided photos, the actuator component appears to be near the distal end of the luer which would result in the septum not being actuated. The used unit was dissected for closer inspection of the septum and actuator components. No deformities or damage was found on the actuator. The slit of the septum was graded and passed. Further inspection of the septum found that a tear was present near the outer edge of the septum disk. It is likely that this damage caused leakage through the septum. Due to the location of the damage, it is likely that the defect originated during manufacturing. Damage to the septum may occur due to shuttle escapement station misalignment, probe misalignment, high bowl speed, excessive static electricity, machine/tooling misalignment, or improper vacuum set-up. Operators perform functional tests for leakage beyond the septum and microscopic inspection of the septum per the sampling and quality control plan to mitigate the occurrence of this defect. Additionally, preventative maintenance (pm) is performed to ensure proper functioning of the equipment. Pm records were verified to be up to date during the manufacturing of this lot. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.